Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer service engineer (fse) could not duplicate the reported 1007 error code. The fse replaced the cpu board to address the report of unit will not power on.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported the unit was not in use on pt.